Event description:
Download data from a (B)(6) male pt revealed a large amount of high impedance flags and gel previously released flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (high impedance flags, gel previously released) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the distribution node, causing damage to the wires within the cable. The damaged wires caused the high impedance and gel previously released flags. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.